Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/13/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please provide lot number. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and barbed suture was used. During subcuticular closure on an orthopedic procedure that the needle popped off of a suture. Another stitch was opened and closure was completed with that. No patient consequence noted. The device was available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Primary UDI number, h 3. Device evaluated by manufacturer? Additional information: d 4. Lot, d 4. Expiration date, h 4. Device manufacture date, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. Investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding along them one detached needle and one suture piece were received for analysis. Product code sxmp2b414. Upon investigating the sample, a short insertion was observed at one end of the suture. Conversely, the opposite end appeared to have been cut, likely as a result of a surgical instrument. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.